Event description:
Pt to ambulatory surgery center for removal of bilateral ruptured silicone gel mammary prostheses. Right side - moderate capsule contracture, no silicone in free tissues; all silicone removed. Pathology: surrounding tissue with chronic inflammation and foamy macrophages. Left side - ruptured with leakage of silicone; found silicone granulomas. Majority of capsule removed. Pathology: same as right side with addition of multinucleated foreign body type giant cells.